Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.57 mg/dl. The result was questioned which prompted the customer to repeat the sample. The sample was repeated on another analyzer and the result was 2.19 mg/dl. A new patient sample was collected and the calcium result was 2.26 mg/dl, which confirmed the repeat result.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.